Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage, button error and unresponsive buttons. Troubleshooting for damage was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump had a crack in the back of the insulin pump to the battery compartment. There was no indication of troubleshooting for the button error and unresponsive buttons or the issues being resolved. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test. However, unit alarmed pump error during rewind due to corroded motor home switch. Unit received with corroded pcb1. Unit received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.